Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and connections near the ps1 and power signal interface board were evaluated and reseated. The voltage on ps1 was evaluated and adjusted to optimum operating voltage. The transformer 1 and power plug wire were reseated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system produced uncommanded x-rays. This event occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.